Event description:
Information received from the field notes that the patient presented to the emergency room with inappropriate shocks from her ICD. The lead impedance was measured at >3k ohms. During the repositioning procedure, blood was noted in the pericardial sac and it was discovered that the patient's ventricle was punctured.